Event description:
Related manufacturer reference# 1627487-2019-06685. It was reported the patient stopped recharging his ipg as recommended because they never got pain relief. Surgical intervention may occur in the future.

Event description:
Related manufacturer reference# 1627487-2019-06685.